Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator. It was reported that during a replacement of the ins for normal battery depletion, all impedance measures were over 10000 ohms. After checking the connection, only the impedance values with case were high. Effective programming of the patient did not use the case so it was no problem for the patient. It was not known if there were any environmental/external/patient factors that may have led or contributed to the issue. No actions/interventions were taken and the issue was considered resolved. No surgical intervention occurred or was planned. No symptoms were reported and the patient was alive with no injury. The issue occurred during the procedure.